Event description:
One individual bd 10ml with luer-lok tip in each of two bulk sterile convenience paks was found with black contaminant on the outside of the syringe (total of two syringes). This substance transfers easily to gloved hand and other syringes. Both bulk sterile convenience paks were discarded as they could not be used in sterile compounding. FDA safety report ID# (B)(4).